Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two right ventricular (rv) leads were attempted but not used during implant. The physician noted that with both leads, measurements were below desirable and repositioning was attempted. However, it was difficult to withdraw the guide and impossible to reinsert in once fully removed. There was what looked like "twisted metal" on the inside of the electrode and a non-cylidrical appearance. It was noted that both leads had low impedance. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead passed introducer test. No stylet or guidewire was returned, therefore condition and brand are unknown. Used a fresh stylet to perform test, stylet stops at 1.3cm (from proximal end) the distal conductor is distorted in the connector,(no further helix testing possible). Note: guidewires are not used with active fix leads. If information is provided in the future, a supplemental report will be issued.